Manufacturer narrative:
Evaluation of the customer-returned samples showed that all components were intact and properly assembled. A sample needle exhibited a slight deformation at the distal end of the needle hub, however, no detachment or leakage was observed during simulated clinical use. This slight deformation does not impact the functionality of the device.the deformation of the plastic component may be attributable to damage to the mold during the molding process. However, on may 3rd, 2025, a new mold was introduced to replace the mold used to manufacture the lot subject to the complaint.

Event description:
Customer reported that ,on occasion the needle comes off (does not break) and in one incident stays stuck in the patient. No injury occurred. On other occasions, the needle has broken at the hub also.

Manufacturer narrative:
Based on the investigation, which included batch record review, visual inspection, and dimensional and performance testing, no abnormalities were identified in the manufacturing process or product quality of the affected batch. All tested samples met the specified requirements and successfully passed all verification tests, including luer lock dimensional check, axial load resistance,unscrewing resistance, needle hub breakage, and simulation of use. Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low.no trends related to this issue have been identified during our track-and-trend analysis.